Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. A review of the manufacturing records for the lot was performed; the lot met release specifications. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance between inratio inr results was reported via phone call. The results were as follows: (B)(6) 2016: on (B)(6): inratio= 2.2. On (B)(6): inratio= 1.1. Historical results were provided by the distributor: (B)(4) 2016: on (B)(6): inratio= 1.7. On (B)(6): inratio= 1.7. On (B)(6): inratio= 1.1. On (B)(6): inratio= 1.9. The reported therapeutic range=2.0-3.0.